Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer hardware failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) verified that the full height drawer failed due to an issue caused by a firmware update that had been deployed before. The fse worked with tsc and filed a high priority product support engineer (pse) consult. The pse opened another case for review with the development team as well.